Event description:
The customer reported that the insulin pump had a blank display when she tightens the battery cap on the insulin pump. The blood glucose reading at time of the call was 139mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.